Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was observed broken in the star section. During the procedure, the "inner sheath" was not advancing into the vizigo sheath. Caller stated the sheath was visibly bent about two inches down from the tip. When the sheath was replaced, the issue resolved. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. A visual inspection of the physical sample was performed and the hemostatic valve was observed broken in the star section. No damage or anomalies were found at the tip of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 60000360 number, and no internal actions related to the reported complaint condition were identified. The resistance issue reported by the customer was confirmed, since the hemostatic valve was observed broken in the star section. The potential cause of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The bent tip issue reported by the customer could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).